Event description:
It was reported that the nurse's dell x50 handheld will not power on. Troubleshooting was performed and the lock button was in the correct, unlocked position, the battery latch was locked, and a hard reset was performed; however, the device still did not power on. The device was stored by a desk in the physician's office, and there was no report that the handheld sustained any trauma. The handheld and software flashcard have been returned to manufacturer where analysis is underway.